Event description:
It was reported that during a meniscal repair, t2 would not deploy. The procedure was completed using a back-up device available. There was no patient harm reported. It was confirmed that t1 was removed from the patient.

Manufacturer narrative:
The investigation analysis revealed that one device was returned for evaluation. Only the insertion device was returned, no suture or ts. Examination of the device shows the actuator is in the pre t2 deployment position indicating a deployment of t1. Device was functionally tested for proper actuator advancement and cycling and was found to function as intended. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product lot during manufacture. This investigation is ongoing. (B)(4).